Event description:
The customer reported diluent leaked from the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing to the blood sampling valve (bsv) had come off (detached) port fitting. The fse trimmed and reattached the tubing to the fitting, resolving the leak. In addition, the fse observed the latron would not complete due to the probe for the bsv was clogged. The fse replaced the probe and verified the instrument. The instrument was returned to normal operation. (B)(4).